Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarm during an infusion of docetaxol in the oncology department. The infusion was programmed to infuse at a rate of 536ml/hr. A line flush of 50ml was programmed to complete infusion, during which the device alarmed for air in line. There was no patient injury or medical intervention associated with this event. No additional information is available.